Event description:
It was discovered by the customer that, the cardiosave intra-aortic balloon pump (iabp) had helium gas loss. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name: (B)(6).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported issue. The fse performed all safety and function checks. No leak was found and the device operated without issue. The unit was returned to the customer for clinical use.

Event description:
N/a.